Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that a nurse on nic-east opened the pump module to change the IV tubing and found the lipids had leaked around the pumping segment from a small pin point hole in the tubing.